Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body (reported in report # 2031527-2018-00046), sac growth, emergent presentation, and secondary procedure. Additionally there was evidence to reasonably support the following observations; endoleak type ia, endoleak type ib of the left limb (reported in report # 2031527-2018-00046), near complete collapse of the superior sent margin of the main body with occlusive thrombus, incorrect placement of both suprarenal cuffs, and arterial filing in the distal inferior vena cava. The most likely cause of the compromised stent graft integrity of the main body was the placement of cuffs outside to of the main body stent at time of the implant which resulted in the near collapse of the superior stent margin of the main body with occlusive thrombus. The most likely cause of the proximal loss of seal was the covering of the accessory right renal artery to treat a persistent type 1a endoleak at the implant; reportedly the hostile neck anatomy contributed to this event. The final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient initially implanted with an afx2 bifurcated an two vela infrarenal. Recently, patient presented emergently with stomach pain. CT imaging showed an endoleak type iiib and increase in aneurysm size (reported in report# 2031527-2018-00046). The physician elected to place another main body and cuff to successfully seal the leak. Patient was reported as being stable post repair. During the clinical evaluation of this complaint, on (B)(6) 2018, endologix was made aware that the patient also had an endoleak type !a of the cuff.